Event description:
Pt reports pump and catheter explanation after 16 day implant duration. Pump and catheter explanted due to infection. Cultures were performed and showed staph infection. Pt is currently on intravenous antibiotics. Pt reports good pain relief during the two weeks pump therapy was working and would like another device implanted. Drug info and infection outcome were not reported. Additional info has been requested from the hcp, but was not available at the time of this report.